Manufacturer narrative:
Multiple 510k numbers: bk050036. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 133750 with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. No serious injury or medical intervention reported.